Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07295 it was reported that the patient experienced ineffective/no stimulation. Imaging confirmed the leads had fractured. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The report of ¿fractured lead¿ was confirmed. Analysis of the returned lead b found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.